Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device remains in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that after the anchor was inserted; the surgeon went to pull the driver off, the sutures got caught on the tip of the driver shaft and broke. The surgeon left the anchor in the patient and removed the ends of the tail that were left. The surgeon then performed a bone tunnel (surgical intervention) and tied the ligament down instead of using the anchor. The procedure was completed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission for device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the square driver tip was pinched between the walls and also flattened. Additionally, the square driver portion was bent. The device met all material specifications as received. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, continually applying torque after the screw is fully seated and torquing when the implant is not properly aligned. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that after the anchor was inserted; the surgeon went to pull the driver off, the sutures got caught on the tip of the driver shaft and broke. The surgeon left the anchor in the patient and removed the ends of the tail that were left. The surgeon then performed a bone tunnel (surgical intervention) and tied the ligament down instead of using the anchor. The procedure was completed successfully.